Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The available information suggests this lead is not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided or upon completion of analysis if the lead is returned.

Event description:
Additional information was received indicating this lead was later successfully explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The patient will be scheduled for replacement of the chronic implantable right ventricular (rv) defibrillation lead at the time of elective replacement of the ICD device.

Event description:
It was reported that this field clinical specialist contacted boston scientific technical services on (B)(6) 2019 to discuss lead calcification. Lead diagnostic testing has been stable associated with no electrogram noise and measurements within normal range. On (B)(6) 2019, the shock lead impedance was 90 ohms (141 ohms distal coil to can, 144 ohms rv coil to ra coil). The technical service consultant reviewed data on latitude and noted a gradual rise in shock impedance over the last year. The shock impedance is now measuring in the 110-125 ohm range (daily measurements). The shock impedance had been in the 80 ohm range earlier this past year. A red alert was triggered on (B)(6) 2019 associated with a shock impedance of 125 ohms. The technical service consultant discussed shock impedance testing versus delivered shock impedance. It was recommended that the physician perform a delivered shock. From the technical service consultant's perspective, it does not appear to be an integrity issue and is likely related to calcification on the lead coil. The technical service consultant commented about truncating the delivered shock impedance at 140 ohms. The alert threshold could be increased and the impedance measurements could be monitored. The device longevity has approximately 5 months so the physician could consider lead replacement at that time if the impedance continues to increase.